Manufacturer narrative:
Evaluation results: the MFR's analysis and evaluation of the returned 5.0ped device could not confirm the rpt'd connection non-conformance. A dimensional inspection of the outer diameter on the connector and the swivel connector was performed with acceptable results. Although co was unable to duplicate or determine the exact causes of the rpt'd problem, it appears that the swivel connector is worn and this may be contributing to the rpt'd problem.

Event description:
It was reported to intl. Mm gmbh facility (germany) that a secure connection could not be maintained between the ventilator swivel connector and the 15mm connector on a 5.0 ped, pediatric tracheostomy tube. The reported disconnection was detected within a few hours after attachment. There was no reported pt injury. Limited info available regarding device usage, maintenance or concomitant products involved (respiratory adaptor(s), connectors etc.). The 5.0ped device was returned to the MFR on 5/24/97 for decontamination, analysis and investigation. Is the event frequencey addressed in product labeling? No. If "no, is event occurring more frequently than usual for product? No. Is the event severity addressed in product labeling? No. If "no", is event of greater severity than usual for product? No. This medical device report is submitted in compliance with 21 cfr part 803. Submission of this report does not constitute an admission that a mallinckrodt device is defective or has malfunctioned or that a mallinckrodt device has caused or contributed to a death or serious injury.